Event description:
It was reported that the patient was sent to the operating room for elective replacement of a stimulation system due to the fact that the system could not be "read" with the clinician programmer after perfect performance for seven years. It was further reported no manufacture representative had an opportunity to review the patient before surgery. It was stated that the explanting physician did not realize that the device was a restore system until after it was removed. The patient reportedly stated that she had excellent stimulation and no problems with recharging the system and then the device stopped the stimulation and she could not "read" it with her programmer or recharge the system. Once the system was explanted and replaced a recharge was done in "doctor mode" and after one hour of recharge, the device was able to be recharged using "patient recharge mode". After four hours of recharge the device was fully recharged and "the system seemed to work well". It was noted that there was no injury or death.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the charge capacity was reduced due to over discharge. The ins was received with the battery discharged to the lock mode. The ins was able to be fully charged using the normal recharge mode. As reported, a physician mode recharge was performed in the field prior to returning the ins for analysis. According to the trace report taken from the ins, there was 1 over discharge count. This was likely recorded when the physician mode recharge was performed in the field. The last time the ins was recharged prior to the occurrence of the over discharge was on (B)(6) 2012. The ins passed functional testing in the analysis lab.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.